Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim the reason for call was patient asking what to do with the external mdt equipment. Patient stated they had 2 surgeries and on both of them, the leads came undone. Patient states the leads were sticking them and the healthcare provider(hcp) said they could live with them and not have to remove them. Patient then stated the hcp had to go in and remove them because it was causing them a lot of pain. Patient lost an extreme amount of weight, like 60 pounds. Patient thinks that had a lot to do with the electrodes coming apart because there was nothing for it to adhere to. Now patient has no devices inside them. Agent reviewed patient could dispose of the external equipment.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2q8k0); product type: 0200-lead; implant date (B)(6) 2023; explant date brand name surescan; product ID 978b128 (lot: va2rsq7); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2q8k0, implanted: (B)(6) 2023, product type: lead. Product ID: 978b128, lot# va2rsq7, implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was unsatisfied with the therapy and having pain at the site of the lead insertion into the battery but also had a notable lump at the lead insertion site. They noted that the patient was very thin.